Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who informed that she applied poly-l-lactic acid (sculptra) and presented with nodules on the application area (face and hands) one year after using poly-l-lactic acid. She noticed that the nodules are increasing and on some days they seem to be more salient. The outcome is ongoing. The reporter's causality is not provided. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Addendum for follow-up information received on (B)(4) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on (B)(6) 2008: the physician reports that the patient is a (B)(6) who received poly-l-lactic acid therapy for facial aging and after its injection, she started with nodules on her face, neck and hands. She also reported that the poly-l-lactic acid route used was subcutaneous/profound derma application. Therapy dates as follows: (B)(6) 2006, (B)(6) 2007 (nos) and (B)(6) 2007. Reporter's causality: highly probable.